Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs identified dislocation and periprosthetic fracture involving the lateral cortex of the proximal femoral diaphysis with fractured cerclage wire. Device history record (DHR) reviewed was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: part # unknown, unknown liner, lot # unknown. Part #unknown, unknown stem, lot # unknown. Part #unknown, unknown cup, lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -01702, 0001822565 -2020 -01704.

Event description:
It was reported patient has been indicated for revision surgery due to unknown reasons. Radiograph review indicated dislocation and bone fracture, however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time. No further event information available at the time of this report.